Manufacturer narrative:
Investigation summary: two sample were received. One came in the sealed packaging blister. The other one has no packaging blister. A visual inspection was performed. Both have no scale marking. This would have occurred due to a problem at the printer during the assembly printing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 92401748 for this type of defect or symptom. Root cause description: this would have occurred due to a problem at the printer during the assembly printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that syringes were missing scale markings with a bd 60ml syringe luer-lok¿ tip. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that two syringes did not have markings on them.